Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent cartridge alarms occurred (alarm 30) during basal delivery with multiple cartridges. There was no reported adverse impact to the customer. Reportedly, the customer continued to use his pump for insulin therapy.